Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that arctic sun device was insufficiently heating a patient. The patient temperature was 36.3c, the water temperature was 39.5c, and the flow rate was 2lpm. Per mss troubleshoot, the device was rewarming in normothermia mode to 37c at 0.25c per hour. Mss advised the nurse to increase the water limit to 42c and to cover hands and feet with a warm blanket.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor flow¿ with a potential root cause of ¿improper storage causing crushed pad, pad dimples, and/or pad lines¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." The device was not returned.

Event description:
It was reported that arctic sun device was insufficiently heating a patient. The patient temperature was 36.3c, the water temperature was 39.5c, and the flow rate was 2lpm. Per mss troubleshoot, the device was rewarming in normothermia mode to 37c at 0.25c per hour. Mss advised the nurse to increase the water limit to 42c and to cover hands and feet with a warm blanket.